Manufacturer narrative:
There was no allegation of a malfunction reported on the device. The customer replaced the therapy capacitor as a proactive action. The device passed all testing and remains at the customer site.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips healthcare to report that the therapy failure message. There was no reported patient involvement.